Manufacturer narrative:
Per tandem user guide: only u-100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 189 mg/dl.